Event description:
It was reported that the atrial lead dislodged during a coronary artery bypass graft procedure. The lead was capped and a new lead was implanted. The device set screw on the atrial channel was stripped and could not hold the new lead. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was also noted that the set screw had a rounded socket.